Manufacturer narrative:
The reported event that screwdriver bit axsos t15, ao fitting 4.0mm locking set was alleged of breakage during surgery could be confirmed since the returned device matched the reported failure. Visual inspection was performed and it showed that the screwdriver bit was broken at the tip. The breakage shows a fracture surface that is typical for a torsional fracture and fatigue breakage due to too much force applied while loosening the screw. The screwdriver was most likely twisted under high loads and eventually broke. Such power, in combination with hard bone, and even with high torsional force could definitely deform the screwdriver and lead to such a breakage. Due to the nature of the returned device, a functional and dimensional inspection was not possible. Thus, based on the investigation, the root can be attributed to a user related issue. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Plate to be retrieved was been implanted during a year and a half. During the explantation, the surgeon noticed that the blocking screw was fused with the plate. The screwdriver used during the surgery was broken, the surgery could be finalized with an extraction kit from other supplier. Plate was broken to be explanted. Surgical delay of 90 minutes.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
We have been informed by a surgeon about the following event: plate to be retrieved was been implanted during a year and a half. During the explantation, the surgeon noticed that the blocking screw was fused with the plate. The screwdriver used during the surgery was broken, the surgery could be finalized with an extraction kit from other supplier. Plate was broken to be explanted. Surgical delay of 90 minutes.